Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "sensor error" with the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure and required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform a "sensor error" with the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure and required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6). Was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was extracted from the returned sensor using an approved software. Sensor was found to be in sensor state 1 (storage state, indicating the sensor had not been initiated). Sensor state 1 is indicative of an insertion failure. The sensor tail was inspected and a watermark was not observed, indicating the sensor was not properly inserted. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section g-4 (PMA/510(k) #) has been updated to n/a n/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.